Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. During the procedure closure and after the stone was removed from the patient's body, the front four claws or the entire basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. During the procedure closure and after the stone was removed from the patient's body, the front four claws or the entire basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the sheath returned bent at the distal section. Additionally, a media analysis was performed with the pictures provided by the customer and shows that the zero tip basket sheath was slightly bent. Microscopic examination was performed under magnification, and it was possible to see that the sheath stretched at the distal section. Functional examination was performed, and the handle was actuated. It was not possible to see the basket. Destructive examination was performed, and before disassembling the device, the evidence of the torque mark was inspected. Once the evidence was found, the cap was removed. The handle cannula was assembled to the pinch vise. The handle cannula with the pull wire was removed, there was evidence of the pull wire, and the basket correctly assembled to the notch cannula. Additionally, there was evidence of the 8 crimp marks and there were no issues found internally. With all the available information, boston scientific concludes that the reported event of basket detachment was not confirmed. However, the observed sheath bent and stretched sheath at the distal section could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use led to bend and stretch the sheath that could consequently cause the basket to get inside the sheath, and that could give the idea that the basket got detached. The analysis of the device did not identify any evidence of the alleged issue on the device since there was evidence that the basket was correctly assembled to the device. Therefore, based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of basket detachment.